Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. It was reported that the patient suffered from erythema and inflammation on the incision on (B)(6) 2020. The doctor removed the suture and gave debridement and dressing change to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was any surgical intervention performed specially re-suturing? Explain. Removal of the suture, debridement and dressing change were given. The following information was requested, but unavailable: were there any alleged deficiencies noted with the device that could have contributed to the patient¿s post-operative complications as mentioned in the event description? Were there any treatments given to the patient were prescribed or just routine cleaning? Were there any prescription medicines used during debridement? Could you please provide product code? What is the current condition of the patient? Once there is any update, we will update the information.